Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Rise in lead impedances up to 3000 ohms was observed one day post implant. Loss of capture was noted as well. Chest x-ray raised concerns about lead movement. During revision procedure, lead tip was inspected under flouro and appeared to have potentially advanced past its original position in the pocket. Lead was successfully revised and remains actively implanted. Should additional information become available, this file will be updated.